Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient submitted log files for evaluation concerning a pump stop event. A review of the log file revealed a driveline disconnect event on (B)(6) 2022 at 1419:33. This event was very brief (approximately 2 seconds) and was resolved when the driveline was reconnected. Prior to this event, the data indicated that the patient was switched from power module to battery power on (B)(6) 2022 at ~ 1400. Of note, a momentary emergency backup battery (ebb) fault was recorded on (B)(6) 2021 at 0849. The site indicated they replaced the ebb in clinic on (B)(6) 2021 because it was due to be changed. The driveline disconnect was performed by the site because they were concerned about the driveline damage. They reported they can try to apply rescue tape. Additional information revealed data from the driveline fault detection circuitry in the pocket controller indicating that there were no issues currently with the driveline. While on power module, the data does not show any indication of a short-to-shield condition. Of note, damage to the outer layer of the driveline was confirmed. The patient did have a previous clamshell repair performed on (B)(6) 2016. Additional information revealed that the driveline repair that was scheduled was cancelled because the patient passed away. The patient's death was not device related.

Manufacturer narrative:
Manufacturer's investigation conclusion. The report of driveline disconnects resulting in a pump stop can be confirmed through evaluation of the submitted log files. The reported superficial damage to the external portion of the patient¿s driveline was confirmed through the evaluation of the submitted photos. A direct relationship between the device and the reported pneumonitis could not be conclusively determined through this investigation. The submitted log files contained data from 20dec2021 at 06:49:34 to 03jan2022 at 14:35:27. On 03jan2022 at 14:19:33 the driveline was disconnected from the controller resulting in a pump stop. Approximately 2 seconds later at 14:19:35, the driveline was reconnected to the controller and the pump ramped back up to speed. The driveline disconnect and pump stop events were associated with 2 low speed hazards, 1 low speed advisory, 2 low flow hazards and 2 motor stopped active flags. There were no other unusual events displayed for the remainder of the log. The submitted photos of the external portion of the patient¿s driveline (dl) depicted extensive rescue tape surrounding the dl as well as a tear in the outer silicone layer. The exposed bionate layer appeared discolored but showed no signs of damage. A previous clamshell repair was observed. The heartmate ii lvas IFU, rev. C, is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate ii lvas, including death. This document explains all system controller alarms and the proper actions associated with them. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The heartmate ii lvas patient handbook, rev. D, is also currently available. This handbook explains all system controller alarms and the proper actions associated with them. The handbook warns that the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the controller, it is to be immediately reconnected. This handbook provides instructions on how to exchange system controllers and states, ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital if instructed.¿ this document contains information regarding on how to care for the driveline. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 21jul2015. No further information was provided. The manufacturer is closing the file on this event.